Event description:
This report is based on information provided by philips (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the als device indicating that the paddle test failed. There was reportedly no patient involvement. The customer decided to repair the device with the third party service provider therefore it's unknown the exact cause of the reported problem and no details regarding the repair but the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not provided. The reported problem was not confirmed. Device experienced an undefined defibrillation issue, or issues with: shocking, charge up (for shocking), or syncing. There was no reported patient death or serious injury, however the reported issue/event impacts or potentially impacts therapy, which could cause or contribute to a death or serious injury if the malfunction were to recur. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.